Event description:
On (B)(6) 2010, the patient reported that a few days ago, she noticed an abnormal noise when her insulin infusion device vibrates. She stated the noise is loud and rattling and occurs during bolus delivery, cartridge change, or any time a vibration occurs. She said the device battery has been in use for a few days but she did not know the expiration date. She stated the issue began before the last battery change. She stated she does not have any other batteries to try and did not have her backup device with her. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.